Event description:
A malfunction was reported on the customer's pump, which caused the customer's blood glucose level to exceed 500 mg/dl, resulting in moderate ketones at 1.6 mmol/l. The customer did not experience incapacitation and did not require third-party assistance. To address the high blood glucose level, the customer administered a correction injection using multiple daily injections (mdi). Technical support provided information and assistance for resetting the malfunction code on the pump. No injury occurred during the event.